Event description:
Following insertion of the epidural catheter, the physician was injecting the test dose of medication and noticed the medication coming out of a hole in the catheter. The catheter was cut off below the site of the defect and the appropriate adapter was applied so that the remaining catheter was still functioning. The decision to cut the tubing was made as the catheter was still working and the patient was receiving adequate pain relief. The patient also had a history of multiple back surgeries resulting in plates and rods in the back. There was no injury to the patient. The facility will contact the manufacturer. At this point in time, there have been no additional defective products found in this particular lot.